Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the pump would not move past the verification screen after inserting a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was intact. All keypad buttons were unresponsive during investigation. The keypad cover was removed and there were no defects found with the button contacts. The pump casing was removed and there was evidence of moisture/corrosion found on the keypad flex. Investigation revealed that the pump case was cracked at the bottom left corner of the keypad. Unrelated to the original complaint, there was evidence of moisture found on the support bracket.